Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The fracture face of the noted hypotube separation was ovaled shaped and jagged which can indicate the hypotube was kinked and then separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There was no damage noted to the balloon catheter prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon dilatation catheter (bdc) was inadvertently mishandled during preparation and/or attempts to advance over the guide wire resulting in the device becoming kinked and ultimately separating upon further manipulation. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the saphenous vein graft to circumflex artery. As the mini trek delivery system was being advanced to the lesion, without resistance, the proximal shaft separated outside the patient. The device was easily withdrawn, without resistance. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another mini trek was used to complete the procedure. No additional information was provided.